Event description:
It was reported that: ventilation was interrupted during use and that the patient became cyanotic. An ambu bag was used and the patient was connected to another respirator. The patient recovered.

Manufacturer narrative:
The investigation is ongoing. We will provide results with a separate follow-up-report.